Event description:
Per the patient¿s endocrinologist, on (B)(6) 2026, the patient reportedly experienced a nocturnal hypoglycemic event while using a dexcom g7 continuous glucose monitor (cgm). According to the patient¿s parents, the dexcom g7 displayed glucose values of approximately 50 mg/dl. Oral carbohydrates (gummies) were administered. Following carbohydrate administration, the patient reportedly experienced a seizure. The patient was treated with intranasal glucagon (baqsimi). A post-treatment fingerstick blood glucose value of 56 mg/dl was reportedly obtained. Due to concerns regarding dexcom g7 accuracy during hypoglycemia, the parents reported discontinuing dexcom g7 use following this event and transitioning the patient back to dexcom g6. Dexcom was notified on 11 may 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.